Event description:
According to the reporter during a laparoscopic roux en y gastric bypass procedure, the suture repeatedly fell off the device. Patient was discharged. Surgical time was extended by one hour. Another suture was obtained to correct this condition. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated blood loss of 250cc or more. There was no tissue damage or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.